Event description:
It was reported that during a meniscal repair case, the surgeon was not able to slide the knot on two cinches; the fiberwire was blocked and the implants remained unretrieved, unsecured behind the meniscus. The case was completed successfully with a third device.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Information regarding instrumentation used to tighten the knot was requested but not provided. The device was received and evaluation was conducted. The complaint was confirmed. Inspection of the returned device revealed the suture was severely frayed and all the braids (jacket) close to the knot area were bundled together. Foreign material was caught on the suture in and around the sliding knot. The suture was frayed and the knot was not able to advance due to the frayed suture. The sliding knot was observed to be knotted correctly. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this event was inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears and/or the inadvertent suture fraying by the knot pusher while advancing the sliding knot. This is the first complaint of this type for these part/lot numbers. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.